Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device activity log shows that the device discharged the selected energy on the two occasions during the event. There was no evidence in the activity log to suggest the device did not discharge appropriately. The customer was contacted for further clarification of the event, but we were unsuccessful. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. A second attempt to deliver shock was successful in continuing to treat the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.